Event description:
It was reported that the procedure was to treat a lesion in the left anterior tibial/superficial femoral artery with no tortuosity and moderate calcification via pedal access. Three command guide wires were used and were initially advanced to the target lesion without issue; however, an unspecified balloon could not advance over the guide wires. This was due to a ball of material on the guide wire that was not noted until after the wires were removed from the anatomy. Reportedly, the polymer coating kept separating and balling up near the transition site of the wire. A 4th command guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional ht command 18 devices are filed under separate medwatch report numbers.

Manufacturer narrative:
The investigation determined the noted material separation (polymer) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. B5: describe event or problem: revised.

Event description:
Subsequent to the initially filed reports, it was reported that the delivery hoop for all 3 wires was flushed prior to use, and the guide wires were not advanced through a needle. There was one exchange each over a non-abbott support catheter for each guide wire and the physician stated he was torqueing each wire quite a bit and it was not advancing as there was a lot of calcium in the vessel. The wires were attempted to be pulled back but they couldn't be pulled out as the ball of material was stuck on the tip of the non-abbott support catheter so they were removed together. This occurred for each wire. The access was pedal. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the noted material separation (polymer) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.